Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised to forget any extra bluetooth devices, and close extra background applications. Patient re-paired transmitter successfully. No additional patient or event information is available.